Manufacturer narrative:
The pod arrived fully deployed. A timeout was observed in conjunction with an 0x44 alarm, indicating sma (shape memory alloy) wire 1 is open. The rear sma wire was observed to be broken at the pulley, resulting in a resistance of 0. The broken sma wire is confirmed as the root cause of the reported alarm. The external portion of the soft cannula was observed to be kinked. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod was alarming during operation.